Manufacturer narrative:
A deployed wallflex biliary rx stent and a stent delivery system were returned for analysis. Visual and tactile examination found no kinks or damage along the shaft of the returned device. Visual and microscopic examination revealed no issues with the stent profile, the inner, and the reconstrainment band or jacket bond. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of this complaint was most probably due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, shipping or when packaging for return. Therefore, the most probable root cause for this complaint is handling damage. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent was used during a bile passage stenting procedure performed in the bile duct on (B)(6) 2015. According to the complainant, the stent was to be placed to treat a stricture due to malignancy. During preparation outside the patient, the physician attempted to insert the device into the endoscope channel but noticed that the stent was already partially released in between the inner catheter and the outer catheter. The physician discontinued use of this device and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a bile passage stenting procedure performed in the bile duct on (B)(6) 2015. According to the complainant, the stent was to be placed to treat a stricture due to malignancy. During preparation outside the patient, the physician attempted to insert the device into the endoscope channel but noticed that the stent was already partially released in between the inner catheter and the outer catheter. The physician discontinued use of this device and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.